Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to test excessive no delivery alarm due to motor error alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer changed the infusion set and alarm was not resolved. Customer's blood glucose value at the time of the alarm was 4.8 mmol/l. Customer was currently experiencing high blood glucose 25 mmol/l. Customer stated they tried treating with the insulin pump but received a no delivery alarm and had to treat with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; a few insulin came out. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did not exit and the insulin pump did not alarm no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.